Event description:
It was reported four days after implant that the patient presented to the emergency room reporting shortness of breath and an interrogation of the patient's device showed undersensing on the patient's right ventricular (rv) lead. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.